Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was not received from the customer; however, the logs were returned for evaluation. After review of the logs, it was concluded the high purge pressure is most likely biomaterial buildup. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. During support, the device exhibited high purge pressure and heparin was discontinued. The procedural outcome is patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.